Event description:
During the procedure, while ablating the vicinity of the anterior wall of the pulmonary vein, a thrombus was present on the tip of the device. About 5 seconds after starting rf delivery, the impedance dropped 10 ohms, and then suddenly increased by 10 ohms. Rf was discontinues and the catheter was removed. Once removed, it was confirmed that a thrombus was present at the tip of the device. The thrombus was wiped with gauze. It was thought that since there were only 6 irrigation holes, a thrombus formed due to insufficient irrigation at the tip of the catheter. The procedure was completed without replacing the device with no adverse consequences to the patient. The hospital discarded the reported device.

Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.